Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there blood glucose readings are high. Customer also states that they were hospitalized. Customer states that their blood glucose reading is over 400 mg/dl.